Event description:
Customer is receiving an error alarm during prime. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No a33 or a21 alarm. Unit passed a21 error alarm test. No unexpected restart.